Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 497 mg/dl. The customer thought that the high bg was related to the cannula. The infusion set tubing and site were changed out and a bolus was delivered via the pump to address the bg level. There was no reported damage to the tubing/site. Upon follow up, the bg had declined to 215 mg/dl.